Event description:
It was reported that the pump showed an alert due to a motor stall. The patient was put onto an oral prescription. Previously, before (B)(6), there was some difficulty accessing the pump refill port, when the physician was on leave. The catheter implant was red and itchy. The physician refilled the pump in (B)(6) 2014 without problems. The pump was normally filled with methadone, and was ¿on oral¿ at the time of this report. The patient was deciding on explant or re-implant. It was later reported that the cause of the motor stall was unknown. As far as the reporter had been informed, the stall did not recover. It was unknown what the cause of the redness and itchiness at the catheter implant site was. It was being considered if the patient¿s pain could be controlled by oral prescriptions or if the pump needed to be replaced.

Manufacturer narrative:
Product ID 8709sc lot# b0936463k, implanted: 2009 (B)(6); product type catheter. (B)(6).

Event description:
It was later clarified that there was difficulty locating the refill port per physician and not difficulty injecting or aspirating the pumprefill port. Once the ¿usual refiller¿ returned from leave he was able to access the pump.